Manufacturer narrative:
(B)(4). Results: (dislodged and dissection), (caught on previously deployed non-medtronic stent). Conclusions: (caught on previously deployed non-medtronic stent).

Event description:
The physician attempted to deliver an endeavor sprint rapid exchange (rx) drug-eluting coronary stent (details unk) into a pt's mid/distal right coronary artery, through a previously deployed non-medtronic stent. The target vessel exhibited moderate tortuosity and calcification. The endeavor sprint stent got caught on the struts of the previously deployed stent and got stripped off the balloon. The stent had to be removed by goose-neck snare. After it had been successfully removed, a dissection was noted in the area. Both this dissection and the original intended lesion were treated with other stents. (Details unk). The pt is reported to be fine and no other clinical sequelae were reported.